Manufacturer narrative:
An event regarding difficulty expanding a rsa expanding trial was reported. The event not confirmed. Method & results: device evaluation and results: not performed as no device was returned for inspection. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no product was returned for inspection. No further investigation for this event is possible at this time. If devices or additional information become available, this investigation will be reopened.

Event description:
Update: it was reported that "the slide on plastice cannot be slid out once the shoulder is reduced. Unfortunately, the backside of the plastic tray catches the glenosphere as it's trying to slide out. It's not like two flat surfaces sliding against each other."

Event description:
Expanding trial was difficult to assemble and use during surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.